Event description:
During a biceps repair, part of the anchor was embedded in the bone. The surgeon used a dilator and also pre-drilled with a 5.5mm drill. The anchor was placed in the biceps groove. A 10-minute delay was experienced while attempting to remove the anchor, and gather a back-up device.

Manufacturer narrative:
Device was received with one anchor thread remaining on one side of the suture and three threads remaining on the other side. Suture remains intact with the handle. No conclusion could be made for the reported failure.